Event description:
It was reported that the hand piece did not work. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 08/03/2009. Eval summary - the hand piece was returned with a loose mount. It was tested on a generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found.